Manufacturer narrative:
Reportable as patient had a decrease in oxygen, but was able to replace with new cannula. Complaint history reviewed. There have been 11 similar complaints in previous 24 months for 16soft products.overall cpm is trending downward for product group 9-o2 cannula. Without returned material, root cause cannot be verified. However based on background information cannula tubing was most likely tugged or pulled while user was traveling, causing either bonding agent or tubing to deteriorate, which caused the tubing to separate. Disconnection is more likely to happen as the cannula ages. Users are recommended to not use cannula for longer than 14 days. Risk (RMA-20017a): r22: low oxygen delivery - patient rip, breaks or damages tubing from pulling on cannula - s=8 o=2, rpn=16. Rpn < 25, therefore risk is acceptable.

Event description:
The canula came off at the connection while patient was traveling.

Manufacturer narrative:
Reportable as patient had a decrease in oxygen, but was able to replace with new cannula.

Event description:
The canula came off at the connection while patient was traveling.